Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator delivered several inappropriate shocks while programmed to the alternate vector. Device data review determined that inappropriate shocks were delivered in primary and secondary vectors in the past as well. X-ray confirmed the device was in an acceptable position. Technical services discussed further system placement evaluation should be considered. This system remains in service. No additional adverse patient effects were reported.